Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the fluoro/image was black and that the x-ray button would not respond. When pressing the button it would make an error sound and would not produce an image; thus, making the sys unusable. There was no pt injury or death reported.